Manufacturer narrative:
(B)(4).

Event description:
It was reported from the rn that the printer is not printing. The pump is pumping without alarms or issues, "timing looks good". After troubleshooting the printer, the strip will print, but stops prior to printing the pressures at the end of the strip. The clinical support specialist (css) explained that biomed will have to take a look at the printer. The rn asked if she could switch the pump and the css walked the rn through the exchange with minimal delay, including doing the manual calibration on the fiber after the exchange. This pump is printing without difficulty and the rn had no additional questions. There were no patient complications, reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "recorder would not print properly" is not able to be confirmed. The hospital biomed checked the pump and replaced the recorder assembly. The root cause of the recorder assembly failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for developing trends. No further action required at this time.

Event description:
It was reported from the rn that the printer is not printing. The pump is pumping without alarms or issues, "timing looks good". After troubleshooting the printer, the strip will print, but stops prior to printing the pressures at the end of the strip. The clinical support specialist (css) explained that biomed will have to take a look at the printer. The rn asked if she could switch the pump and the css walked the rn through the exchange with minimal delay, including doing the manual calibration on the fiber after the exchange. This pump is printing without difficulty and the rn had no additional questions. There were no patient complications, reported.